Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k369 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k369 shows no trends. Trends were reviewed for complaint category tubing leak. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit was not returned. Review of the provided photographs verify the tubing leak and show a cut in the tubing that is connected to the treatment bag. The tubing appears to have been cut at some point during the ecp treatment. A material trace of the tubing used to manufacture lot k369 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. All cellex kits are leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the damage to the tubing was present at the time of manufacture. The root cause of the tubing leak was most likely due to the damage to the tubing. The cause of the damage could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2022.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit during an extracorporeal photopheresis (ecp) treatment. The customer reported that during the treatment they noticed blood leaking on the floor from the treatment bag tubing. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.